Manufacturer narrative:
It was reported that an unknown philips am&d cardiac monitor caused the patient pain and discomfort during use. The device was not returned for investigation. Evaluation was unable to be performed as the device was not returned or is unable to be recovered. Engineering evaluation was unable to be performed as the device was not returned to chu engineering.

Event description:
It was reported on 01 may 2025 from medwach mw5168567, that on (B)(6) 2024, an unknown philips biotel heart monitor was places by a medical assistant (ma). The patient reported that the ma did not place the monitor on properly as the ma placed the device on the collarbone as well as cleaning/prepping the area incorrectly. The patient also reported that the unknown philips biotel heart monitor was not manufactured properly. The device was missing electrical leads and has exposed wiring. The electrodes that were used with the monitor burned the patient which led damage to the patient's left side. The patient reported that later, the device led the patient to be diagnosed with neuropathy, brachial neuritis, causalgia of felt upper limb, spondylosis with radiculopathy, cervical region, occipital neuralgia, general weakness, abnormal reflex and 2 chest lesions. The 2 chest lesions also cause burning, numbness, weakness, twitching fingers, pins and needling feeling, lumps in lymph nodes, swelling on the left side. The patient also reported that the unknown philips biotel heart monitor is causing elevated heart beats per minute. The patient said they experiences a 124 beats per minute (bpm) along with sinus tachycardia, ventricular bigeminy and ventricular trigeminy. After completing the service with the unknown philips biotel heart monitor, the patient had a follow-up echo and was diagnosed with diastolic dysfunction along with regular increased heart rate. The patient said a year prior; they were perfectly normal and believes this was caused by the heart monitor. Additional information was unable to be obtained.